Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit is leaking helium. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is leaking helium.

Manufacturer narrative:
Getinge field service engineer (fse) found a leak at coupler connection to helium gauge inside the hospital cart. Cleaning fitting and re-tightening correct the leak. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The device has passed all performance and safety tests according to the company's specifications. There was no patient involvement.